Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the event was reported via the excellent study; the 85-year-old female patient with a history of coronary artery disease (cad), diabetes, hyperlipidaemia, hypertension presented with a stroke on (B)(6) 2022 (at 12:45) with an nihss score of score of 13, and modified rankin scale (mrs) score of 0. The suspected origin of the embolism was of undetermined etiology. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy on the same day, (B)(6) 2022. A 6.5mm x 45mm embotrap iii revascularization device (et307645 / 22e057av) was used. The embotrap iii device was used in the first (and only pass) to target an occlusion in the right carotid terminus. The patient suffered a subarachnoid hemorrhage (sah) on the same day. The principal investigator (pi) assessed the event as severe, probably related to the study device and causally related to the study procedure. The adverse event was considered expected / anticipated. The reported patient outcome was ¿recovered / resolve with sequelae.¿ the patient was discharged to a nursing home on 14-nov-2022. The index mechanical thrombectomy procedure was performed via femoral access. The 6.5mm x 45mm embotrap iii revascularization device was used as the first line of treatment. It was delivered via a trevo trak 21 microcatheter (stryker) and manual aspiration via an axs catalyst® catheter (stryker) with 5-minute incubation that resulted in a modified treatment in cerebral infarction (mtici) score of 2b with clot retrieval. Concomitant devices used with this pass was a flowgate2¿ balloon guide catheter (stryker). There was no reported study device deficiencies. The second and third passes were made with the trevo® retriever (stryker) via the trevo trak 21 microcatheter and manual aspiration via an axs catalyst; these two passes targeted an occlusion in the right m2 segment of the middle cerebral artery. On the second pass, there was difficulty accessing / crossing the clot. The mtici score after the first pass was 0. The mtici score after the first pass was 2b. There was no clot retrieval on these two passes. The flowgate2¿ balloon guide catheter was also used concomitantly during these two passes. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22e057av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Subarachnoid hemorrhage is a known potential complication associated with the use of the embotrap device and is mentioned in the instructions for use (IFU) as such. Per the principal investigator¿s the event was considered probably related to the embotrap device and probably related to the study procedure. In addition, this event prolonged the patient¿s hospitalization. Therefore, this event is considered serious and MDR reportable. The file will be re-reviewed if additional information is received at a later date. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study; the 85-year-old female patient with a history of coronary artery disease (cad), diabetes, hyperlipidaemia, hypertension presented with a stroke on (B)(6) 2022 (at 12:45) with an nihss score of score of 13, and modified rankin scale (mrs) score of 0. The suspected origin of the embolism was of undetermined etiology. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy on the same day, (B)(6) 2022. A 6.5mm x 45mm embotrap iii revascularization device (et307645 / 22e057av) was used. The embotrap iii device was used in the first (and only pass) to target an occlusion in the right carotid terminus. The patient suffered a subarachnoid hemorrhage (sah) on the same day. The principal investigator (pi) assessed the event as severe, probably related to the study device and causally related to the study procedure. The adverse event was considered expected / anticipated. The reported patient outcome was ¿recovered / resolve with sequelae.¿ the patient was discharged to a nursing home on 14-nov-2022. The index mechanical thrombectomy procedure was performed via femoral access. The 6.5mm x 45mm embotrap iii revascularization device was used as the first line of treatment. It was delivered via a trevo trak 21 microcatheter (stryker) and manual aspiration via an axs catalyst® catheter (stryker) with 5-minute incubation that resulted in a modified treatment in cerebral infarction (mtici) score of 2b with clot retrieval. Concomitant devices used with this pass was a flowgate2¿ balloon guide catheter (stryker). There was no reported study device deficiencies. The second and third passes were made with the trevo® retriever (stryker) via the trevo trak 21 microcatheter and manual aspiration via an axs catalyst; these two passes targeted an occlusion in the right m2 segment of the middle cerebral artery. On the second pass, there was difficulty accessing / crossing the clot. The mtici score after the first pass was 0. The mtici score after the first pass was 2b. There was no clot retrieval on these two passes. The flowgate2¿ balloon guide catheter was also used concomitantly during these two passes.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 09-dec-2022. [Additional information]: on 09-dec-2022, additional information was received with the responses from the treating physician. Per the information, the first and only pass was made with the embotrap iii device targeting a right carotid terminus occlusion with clot retrieved. The remaining second and third passes were made with the trevo stent retriever targeted the right m2 occlusion because, per the physician, ¿I think we did not get the whole clot, part of the rest traveled to the inferior m2 division.¿ the physician confirmed there was thromboembolism from the right carotid terminus to the inferior m2 segment that was the target of the two remaining passes with the trevo stent retriever. The information also indicated that the subarachnoid hemorrhage event occurred after the procedure. Per the physician, ¿I remember the patient was doing ¿fine¿ directly after the procedure. I visited the patient 2 hours after the procedure. During my visit the patient told me about having headaches, so I told the neurologist we should perform a CT-scan.¿ subarachnoid hemorrhage and emboli/distal embolization are known potential complication associated with the use of the embotrap device and are mentioned in the instructions for use (IFU) as such. Per the principal investigator¿s the event of hemorrhage was considered probably related to the embotrap device and probably related to the study procedure. Moreover, additional surgical intervention was necessary as an additional stent retriever was used on a right m2 occlusion because, per the physician, ¿I think we did not get the whole clot, part of the rest traveled to the inferior m2 division.¿ this resulted in prolonged patient hospitalization. Coding on ip-(B)(4) has been modified accordingly. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process, however the relationship of the embotrap iii to the reported event cannot be excluded. Therefore, this event is considered serious and MDR reportable. The file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.